Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to the advisory. The physician elected to explant and replace the device due to patient¿s pacer dependency. The patient did well prior, during and after the procedure.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found. Correct awareness date for initial MDR is (B)(6) 2017.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.